Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that two probes did not cut during a procedure. The product was replaced and procedure completed with no patient harm. Aspiration functionality is unknown.

Manufacturer narrative:
Two opened probes were received with no tip protectors, in trays with cannula, for the report of no cutting. The samples were visually inspected and both samples were found to be non-conforming with foreign material in the inner diameter and outer diameter of the port face. The samples were then both functionally tested for actuation, aspiration and cut and both samples were found conforming for all three functional tests. The sample evaluation found foreign material in the ports of both samples. However, the returned samples were both found to be functionally conforming, therefore a cutting issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. A potential contributing factor for the foreign material identified in the ports of the needles is surgical material introduced during the use of the probes. No action was taken as the probes were manufactured to specifications. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).